Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe had a hole in its barrel. The following information was provided by the initial reporter: "it was reported that another syringe had a hole in the side of the barrel." "We came across another syringe with the same defect".

Event description:
It was reported that the bd luer-lok¿ tip syringe had a hole in its barrel. The following information was provided by the initial reporter: "it was reported that another syringe had a hole in the side of the barrel." "We came across another syringe with the same defect."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2022-03-03. H6: investigation summary: two samples received for investigation. Upon visual inspection, upper part of the barrel is damaged and appears fractured. Functional test was performed and leakage was observed. A device history review was performed for the reported lot 1013903 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue.